Manufacturer narrative:
A review of the information provided identified that insufficient information had been provided to complete an investigation. The complaint shall be closed with an undetermined conclusion; it shall be entered onto the complaints database and monitored through trend analysis. Should further information be received, then the complaint shall be investigated further.

Event description:
Revised for pain and mechanical instability due to significant meniscal bearing wear 16 years after primary surgery.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.